Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly, over sheath and the yoke were not returned with the device and the bushing was kinked. A number of kinks was noticed on the catheter. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018   according to the complainant, during the procedure, the clip successfully deployed; however, the yoke fell inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the bushing was kinked; therefore, this is now an MDR reportable event.